Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism and sleevehead, there was a tip seal observation and the lead was damaged at implant. The analyst also noted that the lead was returned with the helix fully extended and stretched.

Event description:
It was reported that the helix would not deploy. After the lead was removed from the patient, it took over 40 turns before the helix "popped" out. Another lead was successfully implanted. No patient complications have been reported as a result of this event.